Manufacturer narrative:
The reported complaint of air bubbles in the tubing could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined.

Event description:
The complaint/event involved a kit composed by 3 gang stopcock w/3 microclave®, drop-in ext line w/2 rotating luers (male/male). The customer reported that clusters of air bubbles were observed in the tubing. This problem required replacing the entire line along with the manifold as microcracks likely formed in certain spots on the screw threads at the outlet of the manifold. There was no report of any human harm.